Event description:
Per received report: wire broke when we got the coil out of the package. Additional information received indicated that the device positioning unit (dpu) connector broke as the unit is being taken out of the pouch.

Manufacturer narrative:
The connector piece for detachment broke from the ultipaq platinum microcoil 3 mm x 6 cm device positioning unit (dpu) as the unit was being taken out of the pouch. The hypotube was severed at the distal tip of the strain relief. The fracture is ductile in nature requiring excessive external force. No material defects were found to the each of the severed ends. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis of the returned device, the most likely root cause of the electrical connector breaking off the hypotube was due to external force during the removal of the microcoil system from the hoop. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines: "removing microcoil system from packaging hoop: grasp the base of the dpu's hub connector, and gently slide it completely out of the retaining clip. Be sure to keep the hub connector inline with the retaining clip until the entire connector is out. Gently grasp the dpu wire hub and slowly pull the entire microcoil system from the packing hoop. Do not bend the dpu wire as the device is pulled from the packing hoop as this may result in damage to the device." Based on the analysis and device history records review there is no indication of any manufacturing issues related to the event with procedural factor appearing to be a likely contributing factor. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.